Event description:
Customer's mother reported via phone call that they are unable to remove the battery cap from the insulin pump. It was stated that the battery cap has corrosion around it and the battery is low. They tried to remove the battery cap with a quarter and a screwdriver but they were unable to. Blood glucose value was between 120 and 150 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads, corroded battery cap contact and stripped battery coin slot. No corroded battery cap plastic or missing o ring noted.